Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown"), device breakage ("external coil fractionated into 2 pieces") and pelvic pain ("pelvic pain") in a female patient who had essure (batch no. B21678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included human papilloma virus infection, chickenpox, augmentation mammoplasty, enlarged tonsils and wisdom teeth removal. Concurrent conditions included back pain, fever, sexually transmitted disease nos, dysuria, urinary tract infection and perineal pain. In 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("essure expulsion"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), inflammation ("allergic or hypersensitivity reaction type: inflammatory reactionq"), depression ("psychological or psychiatric problems condition depression"), anxiety ("psychological or psychiatric problems condition:mental anguish, ") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, device expulsion, allergy to metals, vaginal haemorrhage, inflammation, depression, anxiety, dysmenorrhoea and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, inflammation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion (B)(6) 2013:pregnancy testing: urine pregnancy test negative (B)(6) 2013:pathology specimen report tissues: 1. Fallopian tube, nos - bilateral tubes 2. Endometrial curettings - endometrial curettings 3. Hardware - essure for gross ID clinical history and diagnosis: abdominal pain. Final diagnosis: 1. Bilateral fallopian tube segments, partial excision: no significant histopathologic change, complete cross-section. 2. Endometrium, curettage: abundant inflamed endocervical mucus with inactive appearing endometrial tissue. 3. Uterus, removal: essure birth-control coil - gross diagnosis. Gross description: specimen 1 is received in formalin labeled ¿bilateral tubes¿ and consists of two segments of fimbriated fallopian tube measuring 7.2 and 7.6 cm in length and each 0.3 cm in diameter. Attached to the shorter tube segment is a 0.7 cm across peritubal cyst. Sectioning reveals each tube segment to be patent and unremarkable. Representative section of the shorter tube segment are submitted in cassette 1a and representative sections of the longer tube segment are submitted in cassette lb. Specimen 2 is received in formalin labeled¿ emg¿ and consists of a telfa pad upon which is a 2.5 x 1.4 x 0.2 cm aggregate of clotted blood, blood-tinged mucoid material and minute pink-tan soft tissue fragments. The specimen is entirely submitted in cassette 2. Specimen 3 is received without fixative labeled ¿essur¿ and consists of a 3.0 cm long steel wire and multiple fragments of coiled steel wiring measuring 2.0 cm in length x 0.2 cm in diameter. The removed steel wires are submitted for gross identification only. (B)(6) 2016:clinical history and diagnosis: irregular menstruation final diagnosis hysterectomy: uterus, a. Focal, mild squamous dysplasia (cin I) with human papilloma virus cytopathic effect. - no evidence of carcinoma. B. Acute and chronic endocervicitis. C. Secretory phase endometrium. D. Adenomyosis. Gross description: uterus and cervix is a 99 gram, 9.2 x 4.5 x 3.5 cm uterus and cervix, devoid of adnexa. The serosa, exocervix, external os and endocervix are unremarkable. The endometrial cavity is 5.2 cm in length 2.7 cm in maximal width. The endometrium is tan glistening to red hemorrhagic, 0.1cm in thickness. The myometrium is 1.6 cm in thickness/ tan reticular and unremarkable. The myometrium contains a palpable 0.6 cm in diameter poorly defined myometrial nodule most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events inflammatory reaction, depression and mental anguish, migration of essure device, dysmenorrhea, device breakage are added. Lot number & lab data updated. Product, concomitant & historical drugs & conditions are added. Patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown"), device breakage ("external coil fractionated into 2 pieces") and pelvic pain ("pelvic pain") in a female patient who had essure (batch no. B21678-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included human papilloma virus infection, chickenpox, augmentation mammoplasty, enlarged tonsils and wisdom teeth removal. Concurrent conditions included back pain, fever, sexually transmitted disease, dysuria, urinary tract infection and perineal pain. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("essure expulsion"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), inflammation ("allergic or hypersensitivity reaction type: inflammatory reaction"), depression ("psychological or psychiatric problems condition depression"), anxiety ("psychological or psychiatric problems condition: mental anguish, ") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, device expulsion, allergy to metals, vaginal haemorrhage, inflammation, depression, anxiety, dysmenorrhoea and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, inflammation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. (B)(6) 2013: pregnancy testing: urine pregnancy test negative. (B)(6) 2013: pathology specimen report: tissues: 1. Fallopian tube, nos - bilateral tubes. 2. Endometrial curettings - endometrial curettings. 3. Hardware - essure for gross ID. Clinical history and diagnosis: abdominal pain. Final diagnosis: 1. Bilateral fallopian tube segments, partial excision: no significant histopathologic change, complete cross-section. 2. Endometrium, curettage: abundant inflamed endocervical mucus with inactive appearing endometrial tissue. 3. Uterus, removal: essure birth-control coil - gross diagnosis. Gross description: specimen 1 is received in formalin labeled ¿bilateral tubes¿ and consists of two segments of fimbriated fallopian tube measuring 7.2 and 7.6 cm in length and each 0.3 cm in diameter. Attached to the shorter tube segment is a 0.7 cm across peritubal cyst. Sectioning reveals each tube segment to be patent and unremarkable. Representative section of the shorter tube segment are submitted in cassette 1a and representative sections of the longer tube segment are submitted in cassette lb. Specimen 2 is received in formalin labeled¿ emg¿ and consists of a telfa pad upon which is a 2.5 x 1.4 x 0.2 cm aggregate of clotted blood, blood-tinged mucoid material and minute pink-tan soft tissue fragments. The specimen is entirely submitted in cassette 2. Specimen 3 is received without fixative labeled ¿essur¿ and consists of a 3.0 cm long steel wire and multiple fragments of coiled steel wiring measuring 2.0 cm in length x 0.2 cm in diameter. The removed steel wires are submitted for gross identification only. (B)(6) 2016: clinical history and diagnosis: irregular menstruation: final diagnosis hysterectomy: uterus, a. Focal, mild squamous dysplasia (cin I) with human papilloma virus cytopathic effect. No evidence of carcinoma. B. Acute and chronic endocervicitis. C. Secretory phase endometrium. D. Adenomyosis. Gross description: uterus and cervix is a 99 gram, 9.2 x 4.5 x 3.5 cm uterus and cervix, devoid of adnexa. The serosa, exocervix, external os and endocervix are unremarkable. The endometrial cavity is 5.2 cm in length 2.7 cm in maximal width. The endometrium is tan glistening to red hemorrhagic, 0.1cm in thickness. The myometrium is 1.6 cm in thickness/ tan reticular and unremarkable. The myometrium contains a palpable 0.6 cm in diameter poorly defined myometrial nodule. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of information (batch was not valid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown"), device breakage ("external coil fractionated into 2 pieces") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B21678-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included human papilloma virus infection, chickenpox, augmentation mammoplasty, enlarged tonsils and wisdom teeth removal. Concurrent conditions included back pain, fever, sexually transmitted disease, dysuria, urinary tract infection and perineal pain. In 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("essure expulsion"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), inflammation ("allergic or hypersensitivity reaction type: inflammatory reaction"), depression ("psychological or psychiatric problems condition depression") and anxiety ("psychological or psychiatric problems condition:mental anguish,"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, device expulsion, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, inflammation, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, inflammation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. (B)(6) 2013:pregnancy testing: urine pregnancy test negative. (B)(6) 2013: pathology specimen report tissues: fallopian tube, nos - bilateral tubes. Endometrial curettings - endometrial curettings. Hardware - essure for gross ID. Clinical history and diagnosis: abdominal pain. Final diagnosis: bilateral fallopian tube segments, partial excision: no significant histopathologic change, complete cross-section. Endometrium, curettage: abundant inflamed endocervical mucus with inactive appearing endometrial tissue. Uterus, removal: essure birth-control coil - gross diagnosis. Gross description: specimen 1 is received in formalin labeled ¿bilateral tubes¿ and consists of two segments of fimbriated fallopian tube measuring 7.2 and 7.6 cm in length and each 0.3 cm in diameter. Attached to the shorter tube segment is a 0.7 cm across peritubal cyst. Sectioning reveals each tube segment to be patent and unremarkable. Representative section of the shorter tube segment are submitted in cassette 1a and representative sections of the longer tube segment are submitted in cassette lb. Specimen 2 is received in formalin labeled¿ emg¿ and consists of a telfa pad upon which is a 2.5 x 1.4 x 0.2 cm aggregate of clotted blood, blood-tinged mucoid material and minute pink-tan soft tissue fragments. The specimen is entirely submitted in cassette 2. Specimen 3 is received without fixative labeled ¿essur¿ and consists of a 3.0 cm long steel wire and multiple fragments of coiled steel wiring measuring 2.0 cm in length x 0.2 cm in diameter. The removed steel wires are submitted for gross identification only. (B)(6) 2016:clinical history and diagnosis: irregular menstruation. Final diagnosis: hysterectomy: uterus, focal, mild squamous dysplasia (cin I) with human papilloma virus cytopathic effect. No evidence of carcinoma. Acute and chronic endocervicitis. Secretory phase endometrium. Adenomyosis. Gross description: uterus and cervix is a 99 gram, 9.2 x 4.5 x 3.5 cm uterus and cervix, devoid of adnexa. The serosa, exocervix, external os and endocervix are unremarkable. The endometrial cavity is 5.2 cm in length 2.7 cm in maximal width. The endometrium is tan glistening to red hemorrhagic, 0.1cm in thickness. The myometrium is 1.6 cm in thickness/ tan reticular and unremarkable. The myometrium contains a palpable 0.6 cm in diameter poorly defined myometrial nodule. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("external coil fractionated into 2 pieces"), device dislocation ("migration of essure device location of device: unknown") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B21678-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, chickenpox, augmentation mammoplasty, enlarged tonsils, wisdom teeth removal and hypertension. *(B)(6) 2013:pregnancy testing: urine pregnancy test negative (B)(6) 2013:pathology specimen report tissues: 1. Fallopian tube, nos - bilateral tubes 2. Endometrial curettings - endometrial curettings 3. Hardware - essure for gross ID clinical history and diagnosis: abdominal pain. Final diagnosis: 1.bilateral fallopian tube segments, partial excision: no significant histopathologic change, complete cross-section. 2. Endometrium, curettage: abundant inflamed endocervical mucus with inactive appearing endometrial tissue. 3. Uterus, removal: essure birth-control coil - gross diagnosis. Gross description: specimen 1 is received in formalin labeled ¿bilateral tubes¿ and consists of two segments of fimbriated fallopian tube measuring 7.2 and 7.6 cm in length and each 0.3 cm in diameter. Attached to the shorter tube segment is a 0.7 cm across peritubal cyst. Sectioning reveals each tube segment to be patent and unremarkable. Representative section of the shorter tube segment are submitted in cassette 1a and representative sections of the longer tube segment are submitted in cassette lb. Specimen 2 is received in formalin labeled¿ emg¿ and consists of a telfa pad upon which is a 2.5 x 1.4 x 0.2 cm aggregate of clotted blood, blood-tinged mucoid material and minute pink-tan soft tissue fragments. The specimen is entirely submitted in cassette 2. Specimen 3 is received without fixative labeled ¿essur¿ and consists of a 3.0 cm long steel wire and multiple fragments of coiled steel wiring measuring 2.0 cm in length x 0.2 cm in diameter. The removed steel wires are submitted for gross identification only. (B)(6) 2016:clinical history and diagnosis: irregular menstruation final diagnosis hysterectomy: uterus, a. Focal, mild squamous dysplasia (cin I) with human papilloma virus cytopathic effect. - no evidence of carcinoma. B. Acute and chronic endocervicitis. C. Secretory phase endometrium. D. Adenomyosis. Gross description: uterus and cervix is a 99 gram, 9.2 x 4.5 x 3.5 cm uterus and cervix, devoid of adnexa. The serosa, exocervix, external os and endocervix are unremarkable. The endometrial cavity is 5.2 cm in length 2.7 cm in maximal width. The endometrium is tan glistening to red hemorrhagic, 0.1cm in thickness. The myometrium is 1.6 cm in thickness/ tan reticular and unremarkable. The myometrium contains a palpable 0.6 cm in diameter poorly defined myometrial nodule. Concurrent conditions included back pain, fever, sexually transmitted disease, dysuria, urinary tract infection and perineal pain. Concomitant products included alprazolam (xanax) since 2013, losartan potassium (losartin) since 2016, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. In 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("essure expulsion"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), inflammation ("allergic or hypersensitivity reaction type: inflammatory reactionq"), depression ("psychological or psychiatric problems condition depression") and anxiety ("psychological or psychiatric problems condition:mental anguish,"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, device expulsion, allergy to metals, dysmenorrhoea, inflammation, depression and anxiety outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered allergy to metals, anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, inflammation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Outcome of event vaginal haemorrhage, menorrhagia were updated. Medical history, concomitant drug were added. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('external coil fractionated into 2 pieces'), device dislocation ('migration of essure device location of device: unknown') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21678-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, chickenpox, augmentation mammoplasty, enlarged tonsils, wisdom teeth removal and hypertension. (B)(6) 2013:pregnancy testing: urine pregnancy test negative. (B)(6) 2013:pathology specimen report tissues: fallopian tube, nos - bilateral tubes. Endometrial curettings - endometrial curettings. Hardware - essure for gross ID clinical history and diagnosis: abdominal pain. Final diagnosis: bilateral fallopian tube segments, partial excision: no significant histopathologic change, complete cross-section. Endometrium, curettage: abundant inflamed endocervical mucus with inactive appearing endometrial tissue. Uterus, removal: essure birth-control coil - gross diagnosis. Gross description: specimen 1 is received in formalin labeled ¿bilateral tubes¿ and consists of two segments of fimbriated fallopian tube measuring 7.2 and 7.6 cm in length and each 0.3 cm in diameter. Attached to the shorter tube segment is a 0.7 cm across peritubal cyst. Sectioning reveals each tube segment to be patent and unremarkable. Representative section of the shorter tube segment are submitted in cassette 1a and representative sections of the longer tube segment are submitted in cassette lb. Specimen 2 is received in formalin labeled¿ emg¿ and consists of a telfa pad upon which is a 2.5 x 1.4 x 0.2 cm aggregate of clotted blood, blood-tinged mucoid material and minute pink-tan soft tissue fragments. The specimen is entirely submitted in cassette 2. Specimen 3 is received without fixative labeled ¿essur¿ and consists of a 3.0 cm long steel wire and multiple fragments of coiled steel wiring measuring 2.0 cm in length x 0.2 cm in diameter. The removed steel wires are submitted for gross identification only. (B)(6) 2016:clinical history and diagnosis: irregular menstruation final diagnosis hysterectomy: uterus, focal, mild squamous dysplasia (cin I) with human papilloma virus cytopathic effect. No evidence of carcinoma. Acute and chronic endocervicitis. Secretory phase endometrium. Adenomyosis. Gross description: uterus and cervix is a 99 gram, 9.2 x 4.5 x 3.5 cm uterus and cervix, devoid of adnexa. The serosa, exocervix, external os and endocervix are unremarkable. The endometrial cavity is 5.2 cm in length 2.7 cm in maximal width. The endometrium is tan glistening to red hemorrhagic, 0.1cm in thickness. The myometrium is 1.6 cm in thickness/ tan reticular and unremarkable. The myometrium contains a palpable 0.6 cm in diameter poorly defined myometrial nodule. Concurrent conditions included back pain, fever, sexually transmitted disease, dysuria, urinary tract infection and perineal pain. Concomitant products included alprazolam (xanax) since 2013, losartan potassium (losartin) since 2016, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. In 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("essure expulsion"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), inflammation ("allergic or hypersensitivity reaction type: inflammatory reactionq"), depression ("psychological or psychiatric problems condition depression"), anxiety ("psychological or psychiatric problems condition:mental anguish,"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problem"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, device expulsion, allergy to metals, dysmenorrhoea, inflammation, depression, anxiety, urinary tract disorder and bladder disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered allergy to metals, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, inflammation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events: urinary problems, bladder problems, vaginal infection, vaginal discharge, bladder infection, uti were added. Outcome for events added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('external coil fractionated into 2 pieces'), device dislocation ('migration of essure device location of device: unknown') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21678-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, chickenpox, augmentation mammoplasty, enlarged tonsils, wisdom teeth removal and hypertension. *(B)(6) 2013:pregnancy testing: urine pregnancy test negative (B)(6) 2013:pathology specimen report tissues: 1. Fallopian tube, nos - bilateral tubes. 2. Endometrial curettings - endometrial curettings. 3. Hardware - essure for gross ID. Clinical history and diagnosis: abdominal pain. Final diagnosis: 1.bilateral fallopian tube segments, partial excision: no significant histopathologic change, complete cross-section. 2. Endometrium, curettage: abundant inflamed endocervical mucus with inactive appearing endometrial tissue. 3. Uterus, removal: essure birth-control coil - gross diagnosis. Gross description: specimen 1 is received in formalin labeled ¿bilateral tubes¿ and consists of two segments of fimbriated fallopian tube measuring 7.2 and 7.6 cm in length and each 0.3 cm in diameter. Attached to the shorter tube segment is a 0.7 cm across peritubal cyst. Sectioning reveals each tube segment to be patent and unremarkable. Representative section of the shorter tube segment are submitted in cassette 1a and representative sections of the longer tube segment are submitted in cassette lb. Specimen 2 is received in formalin labeled¿ emg¿ and consists of a telfa pad upon which is a 2.5 x 1.4 x 0.2 cm aggregate of clotted blood, blood-tinged mucoid material and minute pink-tan soft tissue fragments. The specimen is entirely submitted in cassette 2. Specimen 3 is received without fixative labeled ¿essur¿ and consists of a 3.0 cm long steel wire and multiple fragments of coiled steel wiring measuring 2.0 cm in length x 0.2 cm in diameter. The removed steel wires are submitted for gross identification only. (B)(6) 2016:clinical history and diagnosis: irregular menstruation final diagnosis hysterectomy: uterus, a. Focal, mild squamous dysplasia (cin I) with human papilloma virus cytopathic effect. - no evidence of carcinoma. B. Acute and chronic endocervicitis. C. Secretory phase endometrium. D. Adenomyosis. Gross description: uterus and cervix is a 99 gram, 9.2 x 4.5 x 3.5 cm uterus and cervix, devoid of adnexa. The serosa, exocervix, external os and endocervix are unremarkable. The endometrial cavity is 5.2 cm in length 2.7 cm in maximal width. The endometrium is tan glistening to red hemorrhagic, 0.1cm in thickness. The myometrium is 1.6 cm in thickness/ tan reticular and unremarkable. The myometrium contains a palpable 0.6 cm in diameter poorly defined myometrial nodule. Concurrent conditions included back pain, fever, sexually transmitted disease, dysuria, urinary tract infection and perineal pain. Concomitant products included alprazolam (xanax) since 2013, losartan potassium (losartin) since 2016, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("essure expulsion"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), inflammation ("allergic or hypersensitivity reaction type: inflammatory reactionq"), depression ("psychological or psychiatric problems condition depression"), anxiety ("psychological or psychiatric problems condition:mental anguish,"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problem"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, device expulsion, allergy to metals, dysmenorrhoea, inflammation, depression, anxiety, urinary tract disorder and bladder disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered allergy to metals, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, inflammation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coils- left-4, right-3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received : reporter added, rcc updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('external coil fractionated into 2 pieces'), device dislocation ('migration of essure device location of device: unknown') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21678-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, chickenpox, augmentation mammoplasty, enlarged tonsils, wisdom teeth removal and hypertension. *(B)(6) 2013:pregnancy testing: urine pregnancy test negative (B)(6) 2013:pathology specimen report tissues: 1. Fallopian tube, nos - bilateral tubes 2. Endometrial curettings - endometrial curettings 3. Hardware - essure for gross ID clinical history and diagnosis: abdominal pain. Final diagnosis: 1.bilateral fallopian tube segments, partial excision: no significant histopathologic change, complete cross-section. 2. Endometrium, curettage: abundant inflamed endocervical mucus with inactive appearing endometrial tissue. 3. Uterus, removal: essure birth-control coil - gross diagnosis. Gross description: specimen 1 is received in formalin labeled ¿bilateral tubes¿ and consists of two segments of fimbriated fallopian tube measuring 7.2 and 7.6 cm in length and each 0.3 cm in diameter. Attached to the shorter tube segment is a 0.7 cm across peritubal cyst. Sectioning reveals each tube segment to be patent and unremarkable. Representative section of the shorter tube segment are submitted in cassette 1a and representative sections of the longer tube segment are submitted in cassette lb. Specimen 2 is received in formalin labeled¿ emg¿ and consists of a telfa pad upon which is a 2.5 x 1.4 x 0.2 cm aggregate of clotted blood, blood-tinged mucoid material and minute pink-tan soft tissue fragments. The specimen is entirely submitted in cassette 2. Specimen 3 is received without fixative labeled ¿essur¿ and consists of a 3.0 cm long steel wire and multiple fragments of coiled steel wiring measuring 2.0 cm in length x 0.2 cm in diameter. The removed steel wires are submitted for gross identification only. (B)(6) 2016:clinical history and diagnosis: irregular menstruation final diagnosis hysterectomy: uterus, a. Focal, mild squamous dysplasia (cin I) with human papilloma virus cytopathic effect. - no evidence of carcinoma. B. Acute and chronic endocervicitis. C. Secretory phase endometrium. D. Adenomyosis. Gross description: uterus and cervix is a 99 gram, 9.2 x 4.5 x 3.5 cm uterus and cervix, devoid of adnexa. The serosa, exocervix, external os and endocervix are unremarkable. The endometrial cavity is 5.2 cm in length 2.7 cm in maximal width. The endometrium is tan glistening to red hemorrhagic, 0.1cm in thickness. The myometrium is 1.6 cm in thickness/ tan reticular and unremarkable. The myometrium contains a palpable 0.6 cm in diameter poorly defined myometrial nodule. Concurrent conditions included back pain, fever, sexually transmitted disease, dysuria, urinary tract infection and perineal pain. Concomitant products included alprazolam (xanax) since 2013, losartan potassium (losartin) since 2016, nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. In 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("essure expulsion"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), inflammation ("allergic or hypersensitivity reaction type: inflammatory reactionq"), depression ("psychological or psychiatric problems condition depression"), anxiety ("psychological or psychiatric problems condition:mental anguish,"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problem"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, device expulsion, allergy to metals, dysmenorrhoea, inflammation, depression, anxiety, urinary tract disorder and bladder disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered allergy to metals, anxiety, bladder disorder, cystitis, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, inflammation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("essure expulsion"), allergy to metals ("nickel allergy") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (underwent bilateral salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, device expulsion, allergy to metals and vaginal haemorrhage outcome was unknown. The reporter considered allergy to metals, device expulsion, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.